Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 200 mg/dl, 456 mg/dl and hi (greater than 600 mg/dl) when all tests were performed within 10 mins on the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.